Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing, which resulted in inappropriate auto mode switch. No intervention was made. The patient was stable throughout.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance and noise oversensing which resulted in inappropriate auto mode switch. No intervention was made. The patient was stable throughout.

Event description:
Additional information received indicated that the atrial lead was capped and replaced on (B)(6) 2023 due to noise over-sensing which resulted in inappropriate auto mode switch and pacing inhibition. The patient was stable throughout.